Manufacturer narrative:
Additional event of overheating experienced in service. The technician was unable to duplicate the reported leaking but observed heat and noted that the driveshaft bearings were damaged.

Event description:
It was reported that during cleaning at the user facility, the core impaction drill was leaking at the tip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility, the core impaction drill was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility, the core impaction drill was leaking at the tip. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.